Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 598 mg/dl. During troubleshooting, insulin did exit with manual prime. Device passed the high pressure test. Found cannula was bent. Device alarmed a no delivery alarm during prime. After troubleshooting, customer will not be returning the device for analysis.